Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 518 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 518 mg/dl. Customer blood glucose reading at the time of the incident was over 518 mg/dl. Customer high blood glucose reading stared on (B)(6) 2017. Customer did not have symptom. Customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer treated their high blood glucose by drinking water. Customer drive support condition was not mention. Customer did not mention if there was air bubbles or leaks. Customer stated the cannula was bent. Customer stated the cannula was last changed on (B)(6) 2017. Customer removed the set from body. Customer did not mention the insulin pump setting. Customer did not perform high pressure test. Products will not be returning for analysis.